Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigation. Visual inspection has been performed on the returned reader and no damage was observed. The reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks and damaged coponents were observed.burns marks to the haptic motor, resistors, battery connector and battery wire was observed. It has been determined that the observed damage and burn marks is consistent with the reader being exposed to microwave frequencies which damaged the pcba and lcd (liquid crystal display). Therefore, the issue is not confimed to a user issue. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and charging cable are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.